Event description:
As reported, the male patient's insert was swapped out to a size 12mm ps insert due to recall poly. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to the devices were sent to pathology.

Manufacturer narrative:
Section d10: concomitant products: tibial tray size 3. Ps insert size 9mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear or inclusion of the polyethylene in the packaging recall. Additional reasons for the reported revision may be due to patient related conditions, high contact stresses during knee flexion, and inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.